Event description:
The customer reported that during an exploratory laparotomy, the activation button stayed in the on position. There was no pt injury or tissue damage as a result. The device was removed from the surgical field and another device of the same type was used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014. To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.